Manufacturer narrative:
Pt age/date of birth: unknown. Date of event: unknown. Serial number: unknown, expiration date: unknown. Implant date: if implanted, give date: unknown. Explant date: if explanted, give date: na (not applicable). To date the intraocular lens remains implanted. (B)(4). Mfg date: device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that this intraocular lens (iol) was a replacement when the doctor noted the post op refraction, of the initial size 30 lens, was not as planned. The post op result for this replacement lens was planned at -0.25; however, the result was -1.00. Doctor indicated that one of the lenses was not accurately labeled. The patient also pointed this out. It was reported that the patient was doing well after surgery. No medications were prescribed and no further patient follow ups were indicated. There was no loss of best corrected visual acuity (bcva). No further information was provided. This report represents the replacement lens. A separate MDR was filed for the initial lens implant.